Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was damaged noted on the distal sleevehead and the helix was distorted due to bending and compression. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold and intermittent capture; the lead may have dislodged or migrated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.